Event description:
It was reported that the left ventricular lead was causing diaphragmatic stimulation. Reprogramming of the lead reduced the stimulation. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.